Event description:
Boston scientific crm received info that this implantable cardioverter defibrillator (ICD) pt presented in the hospital with changes in and acceleration of arrhythmia, palpitations, and dizziness. The pt had multiple episodes of ventricular tachycardia (vt) which were appropriately detected and treated by the ICD. Anti-tachycardia pacing (atp) was successful in converting the majority of the pt's episodes. The pt was given anti-arrhythmic medication. One month later, this pt was found passed out in a restaurant bathroom. The pt was later put on life support in the hospital, and passed away. There were questions over possible diaphragmatic myopotential sensing leading to exhaustion of therapy, and whether noise was present on electrograms from the time of death. This pt was enrolled in the study.

Manufacturer narrative:
Not returned. The boston scientific crm technical services (ts) department advised that the electrogram appearance could initially have been from noise but was likely a ventricular fibrillation (vf) episode. Since this ICD's shock channel electrogram (egm) was turned off for study purposes, it was difficult to conclude whether myopotential noise was present on electrograms. Ts advised that myopotential sensing right after shock therapy delivery was unlikely. Egm strips show an initial shock delivered for vf, a redetection as vt, and then 5 maximum energy shocks delivered leading to therapy exhaustion. The pt then went into vf again, and the device delivered 3 additional maximum energy shocks to convert the pt. The pt died after being placed on life support at the hospital. The device has not been returned for analysis and no additional info is available at this time.